Event description:
It was reported that the device was defective/broken. No patient consequence reported.

Manufacturer narrative:
(B)(4). Torn iris seal. The analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be from lower ring and propagated to upper inner ring in four different places. However, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.